Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited sensing of noise. Further information was requested but was not received.

Manufacturer narrative:
The reported complaint of noise was not confirmed. The device was at normal range of operation level when received. Analysis of device image was performed and stored electrogram were noted for high voltage noise reversion. Further electrical testing including sensing test was performed and no anomalies were noted. Longevity assessment was performed, and device was found to have normal battery depletion based no usage.

Event description:
Additional information received confirmed that the implantable cardioverter defibrillator (ICD) exhibited oversensing of noise. The patient condition was stable and would be continued to be monitored.

Event description:
Additional information received noted that as a resolution implantable cardioverter defibrillator (ICD) was explanted. Further information was requested but not received.